Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred causing the customer to experience a blood glucose (bg) level of 515 mg/dl. The customer delivered a correction bolus via pump to address bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer confirmed bg levels were in the 200 mg/dl range upon follow-up.